Event description:
A customer reported an altitude alarm issue with their insulin pump. Blood glucose level at the time of the event was 180 mg/dl, which is within the normal range, so there was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer on basic troubleshooting steps, such as cleaning and checking the pump, but the issue persisted. Consequently, technical support decided to replace the pump and the cartridge. The customer agreed to use multiple daily injections as a backup therapy to ensure continued insulin delivery and was advised on how to return the defective pump.